Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: "lap chole" event description: "dr was removing bag with specimen at the end of the procedure and the bag burst due to pressure. Bag was being removed through 12 mm port site. Bag contained gallbladder with stones. Patient was not harmed." Additional information was received via email from account manager on tuesday march 13, 2018: "I was not in the case. But from the interviews I did when I arrived it sounds like the specimens fell out of the bag when the bag "burst". And there was no mention of the bag fragmenting (which the interviewees would have mentioned if it occurred)." Additional information was received via email from account manager on tuesday march 20, 2018: "they threw it away. They didn't not alert us of the issue until after it was thrown away." Additional information was received via email from account manager on wednesday march 21, 2018: "12 mm port. They did not use another bag during the case." Additional information was received via email from account manager on thursday march 22, 2018: I do not believe the port size was surgically enlarged to allow the bag to encounter less resistance while removing it type of intervention: unk. Patient status: "patient was not harmed".